Event description:
It was reported that during an anterior resection procedure while stapling an anastomosis the device seemed to be harder to fire than usual. Upon checking the device had stapled and not cut. The handle was closed again but was very stiff. Upon leak test there was some leaking from the staple line and this was overstitched with no further problems. The leak was on the anterior rectal wall - presumably thorough a gap in the staples.

Manufacturer narrative:
(B)(4). The analysis results found that the cdh29a device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent.